Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the infusion tubing and site. The customer's blood glucose level was 358 mg/dl and was addressed with an injection of insulin. As the customer had changed out the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be determined.